Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 383536 and lot number 5329070. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that the hub was cracked. "He started the IV, removed the filter and attached the syringe to draw blood. There was a crack in the pink plastic that leaked blood and air all over." Patient harm/outcome: "unsure".

Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.